Event description:
Additional information was received from the patient. Patient mentioned that her battery in 2019 didn't do as well as the first one. The wire must have flipped and it only works for about 30-40%.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, implanted: (B)(6) 2019, product type: recharger, product ID: 3776-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 3776-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3776-45, serial/lot #: (B)(4), ubd: 23-aug-2014, UDI#: (B)(4); product ID: 3776-45, serial/lot #: (B)(4), ubd: 23-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Manufacturer representative (rep) reported that patient stated the paddle broke off her device while she was charging it. It was further reported that when the patient touches her spine she can increase her stimulation. The patient states she was told that one of her wires may have slipped and come down some, that is maybe why she is not getting a good connection. The patient stated she has a lot of unrelated medical issues that make it unlikely for her to have revision surgery. The patient states that at this time she is okay with it. The patient states it has been this way since her first device. Additionally, it was reported that the current therapy/device is not as good as the first one. The patient states the stimulation only increases to a certain point. It has been this way since implant. The patient states a manufacturer representative (rep) assisted with programming for optimization and discussed the possibility of lead revision, however this is a not a realistic option due to having unrelated medical issues. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, implanted: (B)(6) 2019, product type: recharger; product ID: 3776-45, serial# (B)(6), implanted: (B)(6) 2010, product type: lead; product ID: 3776-45, serial# (B)(6), implanted: (B)(6) 2010, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her implant does not take care of her pain like the first one that she had. The previously mentioned therapy issues have not been resolved and continue. The patient noted that she has to have it on 24/7 that is how bad the pain is. It is set and will not go higher. The patient noted that the stimulation does not stay, and where she needs it, it cannot reach.